Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye damage to the haptic was observed. The lens was explanted and exchanged during the original surgery session without further incident. The healthcare facility has confirmed that there was no harm or injury to the patient. The device was not returned to rayner. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 103226792 showed that all manufacturing and quality check were conducted with successful results. It is not possible to determine the root cause of the event from the available information.

Event description:
On 6th march 2026, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone spheric rao100c. The event description provided states that damage to the lens haptic was observed immediately following implantation into the eye necessitating lens explantation and exchange.